Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test.insulin pump passed the delivery accuracy test at 0.08730 inches. No excessive no delivery or motor error alarms noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and chest pain on (B)(6) 2018 with blood glucose of 1000 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by fluids and blood test. Troubleshooting was declined for high blood glucose. Customer states the drive support cap appears normal. . The customer was advised the insulin pump need to be replaced. The insulin pump will not be returned for analysis.